Event description:
The hospital reported possible cross-contamination with one of their bronchovideoscopes. The hospital reported they had two patient samples test for penicillium bacterium two days apart. No patients have experienced signs or symptoms of infection thus far. The hospital reported the scope had recently been sent to a third party for repair because the scope was taking pictures on it's own. The third party repair facility replaced the a-rubber, biopsy channel, buttons 1 through 4 and re-rounded the insertion tube. Two weeks after the device was repaired and returned to service at the hospital is when the two patients samples tested positive for penicillium bacteria.